Event description:
It was reported to philips that the geometry movements failed during a procedure. No harm was reported to philips. The device was in clinical use at the time of the reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the issue occurred during a planned, non-emergency coronary procedure and the procedure was completed after restarting the system twice with a delay of 10-12 minutes. Analysis of the log files could not confirm any malfunction with the system. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting fse found that the issue was caused by a faulty table smart drive for the longitudinal motorized movement. To resolve the reported issue, fse replaced the table smart drive for the longitudinal motorized movement, recalibrated all table geometry movements, and restarted the system several times without encountering any failures. After the replacement of table smart drive for longitudinal motorized movement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.